Event description:
Could not place in petrous segment because vessel started to spasm. Would have preferred 6/5 .053. Per sales representative follow up email: the procedure didn't go that well because the physician tried pushing the 070 into the petrous with a 4fr glide and developed spasm. He backed off and decided to leave the 070 pre-petrous. Case went fine, great outcome. He said he would have normally used the 053 but will use the 070.

Manufacturer narrative:
Conclusion: as per FDA feedback of (B)(4) 2009, this sort of physician evaluation feedback must be reported. The DHR for this manufacturing lot has been reviewed and that review is attached. Incident # (B)(4). A review of the device history record (DHR) was completed on part # (B)(4) neuron delivery catheter 070 (95cm x 6 cm) shaped tip, lot number l13856. All destructive testing was completed per required process monitoring requirements and results met specification for the tensile strength. All parts that failed visual inspection have been rejected and all parts released met specifications. No other anomalies were found with this lot due to the manufacturing process. The parts released in this lot met process requirement.